Event description:
It was reported that the device gave wrong spco readings (6% spo2 on every patient). No known impact or consequences to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.